Manufacturer narrative:
Bec field service engineer (fse) was dispatched for this event. The fse replaced the tubing at the top of the aspiration pump assembly that had popped off causing the cleaner to soak the pcb directly above it. Fse also replaced the pcb and verified repairs per established procedures. The pcb controls the electronics for the service light for the electronics area and located on the card cage illumination pwa which is mounted on the removable sam cover. Root cause of the leak and smoke is attributed to the tubing at the top of the aspiration pump assembly that had popped off and squirted cleaner onto the pcb directly above it causing the smoke. The dxh 800 instrument is listed by csa-international as conforming to the following standards: "safety requirements for electrical equipment for measurement, control, and laboratory use", (B)(4). As per labeling, beckman coulter inc. Urges its customers to comply with all national health and safety standards, such as the use of barrier protection. This may include, but is not limited to, protective eyewear, gloves, and suitable laboratory attire when operating or maintaining this or any other automated laboratory analyzer.

Event description:
A customer reported to beckman coulter, inc. (Bec) that while flushing the unicel dxh 800 coulter cellular analysis system's waste chamber, she noticed smoke and immediately powered off the unit. A leak was later discovered behind the probe resulting in fluid leaking onto the printed circuit board (pcb). The operator was wearing appropriate personal protective equipment (ppe) when the leak was discovered. There was no exposure to mucous membranes or open wounds and the operator did not seek medical attention. There was no need for fire extinguishers or for summoning the fire department. There was no death, injury or change to patient treatment as a result of this incident.